Manufacturer narrative:
A ge representative evaluated the system and replaced the filament driver circuit board. System operates as intended.

Event description:
The customer reported, the system displayed a charger error message. No pt injury was reported.